Event description:
It was reported that the patient developed a large abscess at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. The patient was taken to the ER (emergency room) and diagnosed with cellulitis. It was also stated that the site was painful and swollen. The patient was prescribed two different antibiotics which were sulfamethazine and keflex. Patient also reported they would have three additional visits for wound packing following ER visit. The patient was released 1 hour later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.